Manufacturer narrative:
Section b5: previous equipment exchanges/issues are reported under MFR # 2916596-2021-00752, MFR # 2916596-2021-00400, and MFR # 2916596-2021-00399. Manufacturer's investigation conclusion: no specific pump-related issues or adverse events were reported. (B)(6) was explanted on (B)(6) 2021 and the pump was returned for evaluation. (B)(6) was returned assembled with the pump cable severed approximately 9 inches from the pump housing. The remaining portion of the pump cable and the modular cable were not returned. The driveline had superficial abrasions which most likely occurred during explant. The sealed outflow graft attachment and the outflow graft bend relief were returned attached to the pump cover outlet port. The bend relief does not appear to have been cut and appears to have been returned in its entirety. The cuff lock was fully engaged, and the apical cuff was returned. Upon disassembly of the returned pump, visual inspection of the blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10aug2018 heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was elevated on the transplant due to repeated equipment issues. The patient was constantly having backup battery errors and underwent multiple backup battery exchanges, controller exchange, and driveline exchange. The decision was made to increase the patient on transplant list due to unreliability. The device did not operate as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was explanted due to receiving a heart transplant. The reason for transplant was not known. The event date has been estimated.